Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned with a distal tip damage. Device analysis noted that the guidewire has the core wire broken at the spring tip section. The spring tip is unraveled. No other damages were noted. Outer diameter of the spring tip could not be measured since it is unraveled. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 08apr2016. It was reported that the spring tip was stretched. The target was located in the mildly tortuous and severely calcified coronary artery. A 330cm rotawire¿ was selected to advance. During ablation, it was noted that the spring tip of the rotawire became stretched. The physician retrieved the rotawire by simply pulling out. The procedure was completed with another of the same rotawire¿. No patient complications were reported and the patient's condition is good. However, device analysis revealed that the guidewire has the core wire broken at the spring tip section.